Manufacturer narrative:
Additional information: on october 21, 2020, the photo investigation was completed. Photo investigation summary: upon visual evaluation of the image provided in the complaint, foreign matter is perceived in the implant. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with saline mentor smooth round moderate profile breast implants (375cc on the left side and 325cc on the right side) and experienced several unexplained systemic symptoms, including joint pain, fibromyalgia, bruises, peeling, hair loss, weight gain, urinary problems, dietary intolerance, joint swelling and pain, brain fog and insomnia. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral device removal on (B)(6) 2020. Upon explantation, the right sided device was found to have a dark substance inside the port location and several objects were seen floating inside both implants. The devices have not been returned to mentor, and as a result, we are unable to independently confirm the presence of any foreign material on the devices. If additional information is received in the future, we will perform an investigation and submit supplemental reports. This report is for the patient's right-sided device.